Manufacturer narrative:
Manufacturing reference number 1627487-2019-09350, should not have been reported as a medical device report (MDR) as there were no alleged stated deficiency or malfunction of the device.

Event description:
Additional information received indicated that there is no alleged stated deficiency or malfunction of the device. The device was electively replaced to take advantage of new technology.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. No further information is known at this time.